Event description:
It was reported that during a diagnosis procedure, an air embolization occurred and st elevation occurred. The physician was trying to image the vessel using an opticross when bubbles were noted. As a result a 5mm st elevation was noted. The patient was given verapamil and nitroglycerin and the issue was resolved within 10 minutes. Flow resumed and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).